Event description:
A site reported to rxsight that a patient's light adjustable lens (lal, sn (B)(6), +13.0d) was implanted (B)(6) 2026. Postoperatively, the patient was diagnosed with a retinal detachment. The retina surgeon determined silicone oil was necessary to treat the patient's retinal detachment. The lens was explanted (B)(6) 2026.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).